Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually inspected and tested for leaks. The first cylinder outer tube was detached and had broken fabric thread from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder krt was worn down to the filament. The first cylinder had a bulge and fluid leak within the broken fabric thread in the proximal end of the cylinder. The second cylinder had tool mark in the proximal end of the cylinder. No leaks were found in the second cylinder. The rear tip extenders (rtes) were visually inspected. Rtes passed visual inspection. No damage or abnormalities were found. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. Functional test revealed that the pump did not pass the activation test. The reservoir was visually inspected and tested for leaks. The reservoir passed the visual inspection. No damage or abnormalities were found. No leaks were found in the reservoir. Based on the information available and analysis results, the reason for the mechanical issue and fluid leak was most likely determined to be the bulge and fluid leak found in the first cylinder. Additionally, the pump not passing the functional test could affect the product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available. A conclusion code of cause traced to component failure.